Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. No, but insufflations levels had to be increased. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? No, but they had insufflations on high flow. What was the gas consumption rate or volume (liter/minute)? Hard to tell, we did not identify that at the time. Were you able to identify where the leak was coming from? Yes it seemed to be coming from the universal seal. What device was being inserted? A 10mm camera. Was any torque being applied to the trocar or device? Yes. There was large amount of torque as the patient was morbidly obese, and to get the right camera angle torque had to be applied. The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, for morbid obesity; the trocar was placed normally. Due to patient's obesity, sometimes you have to put pressure on instruments going into trocar to reach internal structures. "The surgeon says it appears that when this occurs and the cap on the excel trocar, there is too much gas leak around the universal seal and it can't be stopped for the whole case." Continued with the same product even though it was leaking and annoying due to the sound of the leak, it didn't adversely affect the performance of maintaining a pneumoperitoneum. The procedure was performed successfully. The patient is stable and no adverse outcome had been reported so far.